Event description:
A young patient went for a laparoscopic appendectomy who postoperatively presented for evaluation of new onset abdominal pain, suspicious for ischemic bowel 2 weeks after her appendectomy.the patient and family where informed by the surgeon that the complication was due to a malformed staple caused by a covidien stapler which caught on the bowel causing two (2) loops of bowel to cut blood flow. The patient had 20cm of ischemic bowel removed.